Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "angioedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds and corners of the mouth with 1 syringe of juvéderm® ultra xc. 1.5 hours later, the patient reported significant angioedema in the lips and around the mouth. The patient took 2 benadryl that same day and was ¿much better after.¿ the patient was prescribed prednisone at an unspecified time later. After one 40 mg dose of prednisone, the patient was ¿doing even better."

Manufacturer narrative:
Additional information: date of event.

Event description:
Additional information: the injector corrected the events and stated that the prednisone ¿started the next morning along with zyrtec. The symptoms fully resolved 6 days post injection.